Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6)2014; inratio inr: 6.3; laboratory inr: 3.28. The time between testing was within minutes of each other. Therapeutic range 2.5 - 3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.